Event description:
It was reported that this device was explanted due to a product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited high impedance issues and high capture thresholds. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.